Event description:
(B)(6) on (B)(6) 2015, she received a primary right total hip arthroplasty via the anterior approach with biomet total hip system, g7 acetabular liner, 36mm e-polyethylene antioxidant infused technology, taperloc primary femoral stem 9mm x 137mm, biolox delta ceramic femoral head, 36mm diameter, -6 neck length, 6.5 mm cancellous bone screw xl g7 acetabular shell with three holes 54mm outer diameter. On (B)(6) 2015, right hip was revised for recurrent instability to a biomet g7 acetabular liner with 10 degrees of elevated lip placed into 10 o'clock position, biolox delta ceramic head, and a 36mm diameter neutral neck length. On (B)(6) 2015, closed reduction of right tha dislocation. On (B)(6) 2015, right hip revised again to a freedom hip system, constrained modular cocr head, standard neck 36mm, g7 freedom acetabular liner, 36mm shell size, 10 degree elevated lip, e1 antioxidant infused technology. Following her right hip replacement surgeries in 2015, she began noticing fatigue/decreased energy level, progressive memory problems, and cloudy cognition. She was also diagnosed with meniere's disease during this time, and this has gotten worse since diagnosis, including vertigo and balance issues. She also developed peripheral neuropathy at about the same time. During this time, her sleep quality has also changed including waking up in the middle of the night and having difficulty returning to sleep. She has also noted more generalized pain. On (B)(6) 2017, her blood cobalt level was 0.54 mcgl and uring cobalt level was 2.5 mcgl. On (B)(6) 2017, blood cobalt level was 0.60 and urine cobalt was 1.9 mcgl. Neuro q analysis of fdg pet brain scan showed focal and global hypometabolism compatible with chronic toxicencephalopathy. CT scan of right hip done on (B)(6) 2017 showed a small elongated hypodensity present just inferior and medial to the prosthetic joint and soft tissue fullness in this area and a small fluid collection at the inferior margin of the right prosthetic hip joint. On (B)(6) 2017, the right hip was revised to a zimmer trilogy longevity size kk constrained liner with a constraining ring. Biomet biolox delta 32mm hed with a +0 taper adaptor for 0 neck. There was joint fluid with slightly cloudy fluid. Frozen section returned no evidence of acute inflammation. There was metallic staining of the synovium but this was mild. There was minor corrosion debris noted inside the bone of the femoral head and at the stem trunnion, but again this was very low grade. The tissue had appearance of an adverse reaction to metal debris with fish flesh type appearance of the anterior hip capsule with thickening. The posterior capsule was somewhat thinned. The external rotators appeared scored in the posterior capsule. The anterior capsular hypertrophy seemed to be contributing to the patient's posterior inclination towards posterior hip instability when we trialed components and this improved with anterior capsulectomy and anterior trochanterplasty. Cobalt level of right hip joint fluid was 2.1 mcgl and chromium was 29 mcgl. On (B)(6) 2018, her blood cobalt level was 0.3 mcgl and urine cobalt level was 0.5mcgl.